Event description:
This file is being created to cover a complaint reference in the study: ¿fully-covered esophageal stent migration rates in benign and malignant disease: a multicenter retrospective study¿. The rate of clinically relevant migration as defined by stent migration followed by reintervention via endoscopy for stent replacement is unknown. The goal of this study is to gain insight into the total migration rate and clinically relevant migration rate of different types of fcsems placed within benign and malignant strictures with specific attention paid to stent manufacturer, diameter, and length. Multicenter retrospective analysis of endoscopic data from patients with fcsems placed within benign or malignant strictures. A total of 369 patients were included, 161 of whom had benign strictures and 208 of whom had malignant strictures. Replacement of a stent is indicated based on the degree of migration as well as clinical symptoms (i.e. Recurrence of dysphagia, pain, etc) and thereby an inability for the stent to perform its intended function, which we define as clinically relevant migration. The evolution stent (cook medical) which accounted for 55 (15%) of the stents placed. This file is being opened to address: the total migration rate of all stents in malignant strictures regardless of whether the stent was removed was 23 %.the total migration rate for each stent type in malignant strictures regardless of stent removal was 37% for the evolution stent.". This file was opened to address the migration of stents regardless if they were removed or not, additional file has been opened to captured stent's that required removal. This file is to capture the stent's that migrated and were not removed.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4). Cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington, indiana 47402-4195. Importer site establishment registration number: (B)(4). The evo- fully-covered esophageal stent device of unknown lot number was not returned to cook ireland for evaluation. With the information provided, document based investigation was conducted. Documents review including IFU review: as the evo fully-covered esophageal stent - unknown devices from unknown lot numbers, a review of the relevant manufacturing records cannot be conducted. Prior to distribution all evo- (fully-covered esophageal stent) devices are subject to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As per the instructions for use, ifu0061-5, which informs the user about the potential complications "additional complications include, but are not limited to : stent misplacement and/or migration.". On review of the information provided, there is no evidence to suggest that the user did not follow the instructions for use. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient condition related, as per instructions for use, stent migration is listed as a complication following the placement of this device. Summary: customer complaint is confirmed based on customer testimony. The patient outcome is unknown. Complaints of this nature will continue to be monitored for potential emerging trends. - attachment: [fully covered stent migration in benign and malignant_adler 2019.pdf].

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This file is being created to cover a complaint reference in the study: ¿fully-covered esophageal stent migration rates in benign and malignant disease: a multicenter retrospective study¿ the rate of clinically relevant migration as defined by stent migration followed by reintervention via endoscopy for stent replacement is unknown. The goal of this study is to gain insight into the total migration rate and clinically relevant migration rate of different types of fcsems placed within benign and malignant strictures with specific attention paid to stent manufacturer, diameter, and length. Multicenter retrospective analysis of endoscopic data from patients with fcsems placed within benign or malignant strictures. A total of 369 patients were included, 161 of whom had benign strictures and 208 of whom had malignant strictures. Replacement of a stent is indicated based on the degree of migration as well as clinical symptoms (i.e. Recurrence of dysphagia, pain, etc) and thereby an inability for the stent to perform its intended function, which we define as clinically relevant migration. The evolution stent (cook medical) which accounted for 55 (15%) of the stents placed. This file is being opened to address: the total migration rate of all stents in malignant strictures regardless of whether the stent was removed was 23 %.the total migration rate for each stent type in malignant strictures regardless of stent removal was 37% for the evolution stent." This file was opened to address the migration of stents regardless if they were removed or not, additional file has been opened to captured stent's that required removal. This file is to capture the stent's that migrated and were not removed.